Event description:
It was noted, the patient was in the hospital for a stimulator revision. The patient had their simulator revised from their lower left quadrant to their right buttock region. The patient had complained the stimulator was causing abdominal discomfort.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient had their stimulator revised from their lower left quadrant to their right buttock region. It was reported that the patient had complained and was "dissatisfied." Additional information found that the cord was "wrapped around" their thigh. It was reported that the cord could be seen "right through the skin." A patient outcome was not reported.

Event description:
Additional information reported indicated that the patient had lost programmer while she was in the hospital for ins (implantable ne urostimulator) revision one month prior to the report. It was stated that when she first had received the implant two month prior to the report, the physician implanted the ins in the abdominal area, however, the patient experienced complications: "it hurt really bad," the patient could feel the cord, and it was too tight. One month prior to the report, the patient had ins relocated to the left buttock area. It was stated that the patient hadn't turned on the adaptive stim feature yet.

Manufacturer narrative:
Product ID 3708160 lot# serial# (B)(4), implanted: 2013 (B)(6), product type extension product ID 3708160 lot# serial# (B)(4), implanted: 2013 (B)(6), product type extension product ID 39565-30 lot# serial# (B)(4), implanted: 2013 (B)(6), product type lead. (B)(4).

Manufacturer narrative:
(B)(4).